Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient right-side lead migrated south by one half vertebral body. Post-operative x-ray was obtained and the image shows different than the original image at implant. The cause is unknown, patient stated that he did not fall. Further information were reported that there are no plans to surgically intervene, ample contacts on existing lead and second implanted lead to gain adequate paresthesia and to achieve pain relief. No symptoms reported. No further information complications were reported or anticipated.